Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user had a blurry vision when woke up in the morning and rushed to urgent care.the event had happened on (B)(6) 2024.user was diagnosed with diabetes ketoacidosis (kda) at the hospital.the user received an insulin IV drop as treatment at the hospital.

Manufacturer narrative:
It was reported that the user rushed to urgent care because she woke up feeling swollen and with blurry vision. The event happened on 28-oct-2024 around 7:00 am to 7:30 am. According to the user, she was diagnosed with diabetes ketoacidosis (kda) at the hospital. The user reported that at the time of event her bg was over 500 mg/dl while there was no sg reading. A review of the data management system (dms) data could not confirm either the sg or bg value because the user wasn't using the system at the time of the event, and the bg value wasn't entered into the system. The user had not used the system since on (B)(6) 2024. In an associated case for the user's complaint about sensor inaccuracy (MFR#: 3009862700-2024-01057), an RMA for the sensor was issued on 26 oct 2024 after evaluating the overall system performance since insertion. Investigation results on the returned sensor will be submitted under the sensor inaccuracy case. As per case notes, the user received an insulin IV drop as treatment at the hospital. It could not be confirmed if the user's hcp was made aware of the event or if medication was provided because the user had to disconnect the call and could not be reached since for further follow up. B4. Date of this report 19 december 2024. G3. Date received by the manufacturer? 19 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.